Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead had insulation damage which caused arching between the rv lead and the implantable cardioverter defibrillator (ICD) when therapy was delivered. The arching caused the ICD to experienced power on reset (por) and loss of wireless telemetry. The rv lead and ICD were extracted. The patient died following the extraction in the cardiovascular operating room.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset parameters were present. If information is provided in the future, a supplemental report will be issued.